Event description:
It has been reported to philips that the system was randomly shutting down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that that the system was randomly shutting down. Review of the system log file showed that, the suite-pc restarted unexpectedly multiple times. Initially the fse tried to reload software and restore the backups, but the error persisted. Further, the fse ordered and replaced the suite pc and reloaded the software. After the replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.